Manufacturer narrative:
Complaint conclusion: a caller requested information on MRI compatibility on an optease filter which was removed approximately three years ago but a piece of it broke off and remained in the patient. The device will not be returned for analysis. The product was not returned for analysis. No lot number was provided therefore a product history record (phr) review could not be generated. The reported ¿filter fractured-separated - in patient¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics are unknown. As no lot number, catalogue code or other product information was supplied a phr could not be completed. According to the safety information in the instructions for use ¿the optease retrievable filter can be retrieved up to and including 12 days after placement. The optease retrievable filter is considered a permanent implant if it is not retrieved within the specified time period. Retrieval of the optease retrievable filter is possible only from femoral vein approach. Retrieval is performed using the cordis optease retrieval catheter and the recommended accessories. Filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. However, reports of adverse clinical sequelae from filter fractures are rare.¿ a risk assessment has been opened to further investigate this issue.

Manufacturer narrative:
The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
A caller requested information on MRI compatibility on an optease filter which was removed approximately three years ago but a piece of it broke off and remained in the patient. The device will not be returned for analysis.